Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.high blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626[1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755[1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158cloud - locked down/smartphonedata not availablecloud - omnipod 5 software app versiondata not availablecloud - smartphone operating systemdata not availablecloud - smartphone hardwaredata not availablecloud - cgm sensor typedata not available*please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized at(B)(6) hospital crosshouse due to diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 38 mmol/l (684 mg/dl) with ketones of 2.1 while wearing the pod longer than 72 hours on the abdomen. Symptoms reported include hyperglycemia, dehydration, exhaustion and confusion. The patient was transported to the hospital via ambulance. The patient was treated with insulin drips via intravenous. The pod was removed and left at the hospital. The patient was discharged the following day, and a new pod was applied.